Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recz2068 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz2068) have been reported from the same facility.

Event description:
It was reported that a plastic piece from a port needle broke off while patients port was being deaccessed. This occurred twice. The first needle was disposed. This report addresses the first device.